Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the helix was retracted. The outer insulation was found cut ~20cm from is-1. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement. The lead tip and helix appears intact.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged a few hours after its implant. It was confirmed via x-ray. A revision procedure was performed wherein the physician extracted and replaced the ra lead with an alternate. No additional adverse patient effects were reported.